Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and elevated metal ion levels. There is no additional information that would affect the outcome of this investigation. Depuy still considers the investigation closed

Event description:
Patient revised for adverse tissue reaction to metal on metal with mild pain and a troch mass, corrosion of stem taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for lot code 1133940 or up3ad1003. A search of the complaint database search finds one additional reported incident against lot code 1126383 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient revised for adverse tissue reaction to metal on metal with mild pain and a troch mass, corrosion of stem taper. **update: (B)(6) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and elevated metal ion levels. There is no additional information that would affect the outcome of this investigation. **update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.